Event description:
It was reported that a pta balloon dilatation catheter used to treat a stenosis in the superficial femoral artery became lodged within the 5f introducer sheath during removal. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient. Reportedly, the pta balloon was completely deflated with a syringe before removal was attempted. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.